Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure for endometriosis, the anvils did not work correctly at closure to perform anastomosis with the two staplers. The anvil was normally connected to the stapler, but it was not possible to perform the stapling. It was also reported that the anvils were bent. Another device was used to complete the case. There was no patient injury.